Event description:
Customer reported her freestyle freedom meter turned on and off after test strip insertion. Customer denied experiencing any symptoms when the meter issue occurred but reported eating food since she knew her blood glucose was low. Customer also reported one episode of passing out without experienced any symptoms at that time; however, customer was upset and refused to complete the medical survey. It is unknown whether or not customer loss of consciousness during her event. Despite multiple attempts to contact customer, adc customer services were not able to reach customer for additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Both meters ((B) (4) and (B) (4)) reported by the customer were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. Both readings reported by the customer were found in their respective meter logs. In addition as the reported strip lot was not returned, retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer's daughter reported that on (B) (6) 2010 she received a result of 376 mg/dl on one of her mother's freestyle freedom lite blood glucose meters ((B) (4)). She further reported the result "didn't seem normal", so she repeated the test using a different freestyle freedom lite blood glucose meter ((B) (4)) and received a result of 213 mg/dl. The tests were performed within 10 minutes of each other. Customer's daughter noted she may have given her mother too much insulin because the customer became incoherent, had trouble swallowing and subsequently experienced a loss of consciousness. No third-party emergent intervention was received. Customer self-treated by drinking orange juice with sugar when she regained consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The devices have been requested back for investigation. A final report will be sent when the investigation is completed. The date of manufacture of the first freestyle freedom lite blood glucose meter ((B) (4)) is: 08/02/2009.